Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was advanced within the patient. During established final arm angle (efaa) it was identified that the clip opened to approximately 35 degrees. Troubleshooting was performed unsuccessfully and the clip was removed from the patient. A replacement mitraclip xtw was selected and implanted successfully. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open , efaa/establish final arm angle/testing the lock) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement associated with clip opened during testing the lock/efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.